Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer "struggled" to install multiple cartridges. The customer's blood glucose level was 300 mg/dl. Customer was able to eventually load the cartridges. Customer continued to use the pump for insulin therapy.